Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found that the insulation was abraded at 81.8 cm - 83.1 cm, 81.8 cm - 82.3 cm and 82.6 cm - 83.2 cm from the connector pin. The lead cables were fractured at 82.4 cm and 83.2 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.